Event description:
Customer reports feeling weak and dizzy with blood glucose result of 500 mg/dl taken on the advantage system (reported low blood symptoms). No action was taken based on device result or symptoms. Customer was found unconscious 30 minutes later and taken to the hospital; her blood glucose result on the hospital meter was 40 mg/dl at 19:00, and she was treated with food and an IV (contents unknown). Result was 80 mg/dl by 20:00. The discrepant result was obtained at the customer's home. No quality controls were used. Requested return of suspect device and replacement was sent.